Event description:
Technician alleged that the nurse call is not communicating to the nurses' station. No patient impact.

Manufacturer narrative:
The technician found the sideroom cable was defective. The technician replaced the sidecom cable to resolve the issue.